Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to other devices. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 when she purchased the meter. The patient reported that on unspecified dates/times she obtained blood glucose readings of ¿99 mg/dl¿ with the subject meter and ¿67 mg/dl¿ on a doctor¿s meter and ¿166 mg/dl¿ with the subject meter and ¿113 mg/dl¿ on a pharmacy meter, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient stated that she manages her diabetes with insulin taken on a sliding scale (22 units of novomix in the morning, between 6 and 8 units of rapid insulin at midday and between 4 and 6 units of novomix in the evening). The patient reported that between (B)(6) 2017 and (B)(6) 2017 she increased her dose of insulin to the maximum dose based on the sliding scale. On (B)(6) 2017, the patient claimed she developed symptoms of ¿sweating, dizzy, blurry vision and had difficulty to walk.¿ at the onset of the symptoms, the patient claimed she treated herself with food and drink. No other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.